Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon smelled burning but the generator was not used at that time. The apparent cause of the activation of the device was due to other faulty monopolar footpedal. When the scrub nurse removed both instruments from the quiver and touched the ends together they conducted without diathermy activation. Patient suffered a small circular burn along with a stripe like burn on her abdomen. Wound washed with warm saline and dried blue gauze and dressing applied.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The service center reported that voltage at front panel was very low at 4.52v. Closer inspection found heat wear to cable. The investigation identified the root cause of the reported event to be a connectivity issue with the display power cable. The display power cable was replaced to address the condition. The service center reported that the fan on the mono 1 side was noisy. The investigation identified the root cause of the reported event to be the fan. The fan was replaced to address the condition. An eco has been released to address the failure. The failure identified within the complaint file does not result in potential harm to the patient therefore entry into the risk management file is not required. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.